Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, which produces a leak. The pinhole was located approximately 13 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 13 mm from the tip of the device. It is possible that the pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure to treat post esophagectomy cicatricial stenosis performed on (B)(6) 2026. During the procedure, the physical integrity of the packaging was checked upon opening. However, once the dilation procedure began, the physician noticed that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure to treat post esophagectomy cicatricial stenosis performed on (B)(6) 2026. During the procedure, the physical integrity of the packaging was checked upon opening. However, once the dilation procedure began, the physician noticed that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.